Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via an 8fr sheath, after a femoral artery bypass graft interventional procedure. Reportedly, the proglide device was placed through a 6mm prosthetic graft to close an 8fr hole. When the plunger was retracted, no sutures were attached to the needles. When the proglide device was being removed from the patient anatomy no resistance was felt; however, the proglide device separated where the guide tube and sheath meet. The patient was taken to surgery to have the separated sheath removed from the patient anatomy. A cut down procedure was done to remove the sheath and the artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via an 8fr sheath, after a femoral artery bypass graft interventional procedure. Reportedly, the proglide device was placed through a 6mm prosthetic graft to close an 8fr hole. When the plunger was retracted, no sutures were attached to the needles. When the proglide device was being removed from the patient anatomy no resistance was felt; however, the proglide device separated where the guide tube and sheath meet. The patient was taken to surgery to have the separated sheath removed from the patient anatomy. A cut down procedure was done to remove the sheath and the artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.